Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm vollure¿ xc, the needle disengaged from the syringe and product spilled out. Patient contact was made. No injury to the patient or injector. The needle from the package was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: precautions: ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during patient injection with one syringe of juvéderm vollure¿ xc, the needle disengaged from the syringe and product spilled out. Patient contact was made. No injury to the patient or injector. The needle from the package was used.